Event description:
The customer called to report that she did not think her omnipod was working properly. She activated the device on her at about 9:45 am on (B)(6) 2008, at which time her blood glucose measure 138 mg/dl. A little over an hour later her pre-meal blood glucose was 163 mg/dl; she estimated the meal contained 48 grams of carbohydrate and administered a 4.1 unit bolus of insulin. By 1:15 pm her blood glucose measured 457 mg/dl. She removed the device, took 1.5 units of insulin by syringe, and called her doctor, who advised her to manually inject an additional 5 units. She did this and then activated a new device. At 2 pm her blood glucose remained elevated (435 mg/dl). She was "very nervous" and went to the emergency room. No treatment or additional blood glucose measurements were reported from the ER or subsequently. Her blood glucose had returned to normal range by the next morning. Customer noted that the device activation process had been normal, and when she removed this device there she saw no leaking insulin or any other unusual condition.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as expected. No defect, malfunction or other product condition was detected which could have caused or contributed to the customer's high blood glucose. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect issues early and respond to them promptly. In the case of a measurement >250 mg/dl, it recommends allowing two hours for a bolus does of insulin to take effect before retesting and treating again.